Event description:
It was reported that an occlusion alarm occurred. The customer could not recall how they resolved the occlusion alarms, but they were able to resume insulin therapy on the pump. There was no adverse impact to customer¿s blood glucose level.